Event description:
The customer contact reported at start up during preventive maintenance testing at the user facility, the device touchscreen intermittently did not respond when pressed. No info was provided; therefore, specific pt info, device programming, or event details were not available. There were no reports of any pt involvement, adverse pt events, or reported delays of critical therapies while the device was in clinical use. No additional info was provided.

Manufacturer narrative:
The device initially passed testing. The keys on the touchscreen were responsive when pressed. However, a review of the device history indicated multiple "button ID: invalid" error codes. The probable cause was due to contamination from fluid ingress which altered the characteristics of the touchscreen. As indicated, this device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.